Event description:
It was reported on (B)(6) 2022 that during a selenia dimensions procedure the c-arm was dropping down by itself and that there was an strange odor and screeching noise. A field engineer examined the console and determined that there was a stuck foot pedal. Both foot pedals were replaced and the system was verified for proper operation. The system met the manufacturer´s specifications. No harm to the patient or staff reported. No other information is available.